Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unresponsive keypad. The customer's blood glucose was rose to 401 mg/dl and later to 500 mg/dl. Customer attempted to treat their blood glucose with manual injections. Customer's current blood glucose was 347 mg/dl. The customer stated the they were unable to deliver insulin since the buttons were unresponsive. Customer was able to verify that the time was advancing on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Arrow buttons did not respond due to flattened button dome switches(no crease). No unlock on keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime anomaly due to button keypad anomaly. Pump had minor scratched display window and cracked reservoir tube lip.